Event description:
I had the essure coils placed in 2011. Since then I have been struggling with severe fatigue, bloating in my abdomen, cramping and bleeding during intercourse, painful cramping during my menstrual cycle (I have never had discomfort during a period in my life before essure), and pain and cramping on my right side every day. This product has affected my quality of life. I should have done more research on this product before I had it implanted into my body. It looked like such a quick and simple procedure. I knew I did not want to have any more children and this seemed like the responsible and easiest way to accomplish that. I have regretted this decision for 3 years. My doctor laughs at me and says that everything I read on the internet isn't true. This isn't just something I read on the internet, what I am feeling is real and is my daily reality. It just happens to be that many other women are feeling the same thing and are posting it online so others will be educated before they make this decision themselves.